Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, 85% stenosed mid superficial femoral artery. During the first inflation of the 4.0x40 mm armada 35 balloon to 8 atmospheres, nominal pressure, the balloon ruptured. There was no resistance reported during advancement of the balloon catheter to the lesion. A new balloon catheter, same size, was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual, functional and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents from this lot. Based on the reviewed information, no product deficiency was identified.